Event description:
It was reported that this patient¿s pump was replaced in 2010 due to leakage of the pump. It was not known what medication the device system delivered at the time of the event. Additional information has been requested for the clarification of illegible information provided, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2010-(B)(6), product type catheter. (B)(4).